Event description:
Caller reported an issue with the pump time being incorrect, with a discrepancy greater than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time, and caller was advised to monitor the situation and report if the issue persisted. No further information was provided regarding any additional outcomes.